Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not see insulin exit from the tubing during the fill tubing step. The customer changed the infusion set tubing and the loading process was successful. The customer's blood glucose level was not impacted.